Event description:
PICC catheter tore during a dressing change. There was a lot of tape on and around the catheter. I held the hemostatic patch with the catheter underneath as I gently removed a piece of tape. When I looked under the patch, I realized the catheter was torn right at the hub. Excessive force was not used in removing tape and I feel this may be a catheter issue. I quickly held the end of the catheter and removed it per protocol. Patient did not need the PICC line replaced.